Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer and lower case are broken and contaminated. Analysis also found the upper case is broken, dented, and contaminated. Lcd (liquid crystal display) lens, ring cover, and lead flex o-ring are broken. Bail covers, bails, ring, and onecase screw are missing. Battery contacts are compressed, keyboard is scratch, and lead flex cover is contaminated. (B)(4).